Manufacturer narrative:
On 06-may-2020, the mentor failure analysis lab received the device for evaluation. On 13-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the device, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of lot 263540 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The patient reported that the diagnosis was confirmed by a physician in (B)(6) 2019 as well as on (B)(6) 2020. As a result, the patient's impacted device was explanted on (B)(6) 2020 and replaced with an unspecified breast implant.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient replaced with 575cc mentor memorygel breast implants (catalog number 3505751bc, left-sided serial number (B)(4) right-sided serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the previous supplemental report. The lot number was updated to 263540. Manufacturer's reference number: (B)(4).